Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical impact opening (shell thickness within specification). Capsular contracture: unable to observe as it is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. Observed bubble in the shell of 4mm, it is out of specification per qa199.01, code bb. Crease is observed. Further investigation summary the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2231866 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory, was observed bubble in the shell, it is out of specification per qa199.01, code bb. According to the analysis review the reported complaint rupture was observed and capsular contracture was unable to observed, however, the workmanship is not related to the reported complaint. A review of the current risk documents pfmea-bi shell fab (v5.0) was performed, and the event of bubbles (in dipped shells) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with bubbles will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left-side rupture discovered on MRI. Healthcare professional later reported capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left-side rupture discovered on MRI. Device remains implanted.